Event description:
On (B)(6) 2012, a clinical specialist reported the pt has experienced insulin leakage at his infusion sites. The clinical specialist was not sure if the leak was due to poor absorption or a product issue, and she was advised the pt has a "very active" job. The pt's trainer recommended a different type of infusion set .three attempts were made to f/u with the pt, and these were not successful. No physiological effects were reported. No further info was available, and no product will be returned for eval.